Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis; however, the alarm was not reproduced during testing of the returned backup battery (serial number: (B)(6)). A backup battery fault alarm activated at 06:05:32 on 14jun2024 because the backup battery did not pass its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm briefly resolved twice when the alarm was silenced, but reactivated when the load test was reinitiated. The backup battery fault did not affect the controller¿s ability to operate the pump at its set speed. The returned backup battery (serial number: (B)(6)) passed functional testing without any issues or atypical alarms produced. The backup battery load test was initiated multiple times during testing and a fault was not reproduced. The provided information indicated the alarms resolved when the backup battery was replaced. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for system controller serial number (B)(6) were reviewed and show no deviations from manufacturing or qa specifications. (B)(6) was the original backup battery packaged with this controller. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported a backup battery fault alarm. Log files were submitted for review and captured backup battery fault alarms on (B)(6) 2024 due to the backup battery failing the load test. The backup battery was replaced, and the alarms resolved. It was later reported that the healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.